Event description:
The facility stated that the lens was not used due to a loading error by the scrub technician. However, the returned lens unit carton stated that the lens diopter +21.5 lens tore upon advancing. Defective cartridge. The injector that was used was a indigo-p and the cartridge model is a sfc-25 fp. The facility did not provide the injector and cartridge lot numbers.